Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Mother reported that pt experiences insulin leakage from the infusion set cannula after 1 day of use. Pt has tried several infusion sets from the same box and the same thing occurs. Pt experienced hyperglycemia as high as 22 mmol/l (396 mg/dl) as a result and treated hyperglycemia with an insulin pen. Blood glucose was 5 or 6 mmol/l (90 to 108 mg/dl) prior to the event. Pt switched to a different type of infusion set and is now "ok." Infusion sets were requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.